Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the screw driver broke off during final tightening. No part of the broken instrument fell into the patient. There was a minor surgical delay associated with cleaning a second instrument to complete the surgery. There were no reported patient injuries.

Manufacturer narrative:
Additional information in device available for evaluation?, device evaluated by MFR?, and evaluation codes: conclusions code. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off in a manner consistent with a torsion failure; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.